Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The 85% stenosed lesion was located in the non tortuous, non calcified mid left anterior descending (lad) artery. The lad diameter was 2.75mm. The target vesel was predilated with a 2.5x20mm balloon. The physician then placed a taxus express2 2.75x32mm drug eluting stent and the procedure was completes. The minutes later, the patient experienced chest pain again. The physician found that stent was thrombosed from the proximal edge of the stent. "The patient died after that. " the timefframe between the procedure and the death was not indicated. Additional information has been requested.